Event description:
During a follow-up, there were episodes of noise that resulted in oversensing, high impedance, and high capture threshold on the right ventricular (rv) lead. During the explant procedure, damage was noted on the rv lead. The lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
Additional information: the reported events of oversensing due to noise, high pacing lead impedance, high capture threshold, and lead damage were confirmed. As received, a partial distal portion of the lead was returned in one piece. Visual inspection found clavicle crush damaging the lead insulations and fracturing all the filars of the inner coil distal to the suture sleeve tie impression, with the right ventricle etfe cable coating abraded. The cause of the reported events was isolated to the clavicle crush.